Event description:
This case is cross referenced with case: (B)(4) (cluster). This unsolicited case from united states was received on (B)(6) 2017 from an other non health care professional. This case concerns a female patient (age unspecified) who received treatment with synvisc one injection and after 1 day had drained 70 cc's. Also device malfunction was identified for the reported lot number. No medical history, past drug, concomitant medication and concurrent condition was provided. On (B)(6) 2017, patient received treatment with intraarticular synvisc one injection (batch/lot number: 7rsl021 and expiration date, dose, frequency, indication: not provided). On (B)(6) 2017, 1 day after the injection, drained 70 cc's. Corrective treatment: drained for knee effusion. Outcome: unknown for both events. An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events. Received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events is under investigation. Once this investigation is completed, corrective and preventive actions will be implemented. Seriousness criteria: important medical event for device malfunction pharmacovigilance comment: sanofi company comment dated (B)(6) 2017: this case concerns a patient who experienced knee effusion after receiving synvisc one injection from the recalled lot. Temporal relationship can be established between the event and the suspect product based on the available information. Additionally, as the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relation of the event to the product cannot be excluded.